Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the cable was worn. The connector shell had been removed, then replaced inverted, with the key tabs bent inward to fit into the shell. After returning the shell to its correct position, the cable failed a continuity test. An open was found from pin 10 to pin 16. This was the audio right signal. Also, pin 7to pin 8 of the connector was shorted to the connector shell. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the surgeon monitor was missing one of the rgb signals. A break in the cable between the main cart and surgeon monitor was determined to be the cause of the monitor color issue. This was found while replacing the cmos battery during a previous visit. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: manufacturing date provided. If information is provided in the future, a supplemental report will be issued.